Event description:
The customer returned the product for small cracks, during physical inspection it was found that the downstream occlusion seal was cracked. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found a cracked downstream occlusion (dso) seal. The root cause of the issue was a dso failure. The dso seal was replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.